Manufacturer narrative:
Review of lot 17162485 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
When removed from its¿ sterile pouch, the locking pin of a 6 x 100mm smart control was not in place on the handle of the device and there was a gap between the inner shaft and the outer member. The product was not clinically used. The site reported that the device had been stored according to the instructions for use (IFU) and that there had been no damage to the packaging. It had not been handled in any way before the event. The procedure was successfully completed with another device with no reported patient injury. The product was not returned for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. According to the product IFU, the device should not be used if the pouch is opened or damaged. In addition, the user is instructed to carefully examine the device for any damage. If sterility or performance of the device has been compromised, the device should not be used. Lastly, prior to the introduction of the device into the patient, the user is instructed to ensure that the locking pin is in place and that the device should not be used if it isn¿t. Based on the information provided for review, it is not possible to determine what factors may have contributed to the reported event. Without the return of the device for analysis, the reported complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). (B)(4). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When a smart control stent was taken out from the sterile pouch, the physician confirmed that the locking pin had been already off the handle, and there was a gap confirmed between the inner shaft and outer member. Therefore, the physician stopped using it and another stent was used instead. The procedure finished successfully. There was no reported patient injury. The product was not clinically used and it will not be returned for analysis.